Manufacturer narrative:
Zoll medical corp has received the product, and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B) (6) female pt, the electrodes would not adhere to the pt's skin. The complainant indicated that three sets of CPR stat pad electrodes were tried. Lot# 3208 has a manufacture date of 08/08 and an expiration date of 08/06/10. Lot# 1109 has a manufacture date of 03/09 and an expiration date of 03/12/11. Lot# 3609a has a manufacture date of 09/09 and an expiration date of 09/03/11. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.